Event description:
Edwards received notification from our affiliate in italy. As reported, this was a case of a 23mm sapien 3 valve, in the aortic position by transfemoral approach. The patient had a pre-existing thoracic abdominal aneurysm. During the implantation, the operators had difficulty crossing the native valve, due to the tortuous conformation of both the aorta and the aortic arch. The first valvuloplasty was performed with an 18mm non-edwards balloon followed by an unsuccessful crossing attempt with the sapien 3 valve. The patient experienced hypotension but recovered with the administration of inotropic drugs. A second valvuloplasty was performed with 20mm non-edwards balloon and, immediately after the second valvuloplasty, the patient experienced hypotension again during the second crossing of the valve. Once across, the valve was quickly implanted but the patient did not recover from hypotension and resuscitation maneuvers began. During the resuscitation maneuvers, echo checks were carried out which did not detect heart problems concerning the valve but rather a break in the aneurysmal part of the abdominal aorta noted on the echo which caused the patient's death. As per medical opinion, the main cause of the aneurysm rupture was due to the conformation of the aortic arch where there was difficulty passing with any device. Strong resistance was needed which may have been discharged into the lower area of the aneurysm.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion.

Manufacturer narrative:
The device was not returned for evaluation as it was remained implanted/discarded. Therefore, a no product return engineering evaluation was performed. The complaints of difficulty crossing the native annulus and difficult tracking the delivery system through the anatomy were unable to be confirmed as neither complaint device nor applicable procedural imagery was provided. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the implantation, the operators had difficulty in crossing the native valve, due to the tortuous conformation of both the aorta and the aortic arch. It was performed first a valvuloplasty with an 18mm cristal balloon, then an unsuccessful crossover attempt was made with the sapien 3 valve.'' A tortuous anatomy can present difficult bend angles or constrained condition resulting in higher resistance for the devices to overcome during tracking and crossing the valve. This can potentially lead and contribute to the reported difficulty felt when attempting to track the delivery system through the patient's anatomy. Additionally, the provided imagery revealed calcification present in the patient's annulus. The presence of calcification in the native annulus can obstruct the valve from being placed in the annulus, causing resulting in the reported crossing difficulties. Additionally, edwards patient screening manuals advises on the appropriate approach for delivery system deployment based on numerous factors, including anatomical considerations such as pre-existing aneurysm. It is possible that excessive manipulation required to track the delivery system and successfully cross the native annulus caused an interaction between the delivery system and the weakened anatomy at the site of the pre-existing aortic aneurysm, resulting in the reported dissection to the aorta. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification, tortuosity) or procedural factors (excessive manipulation) may have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.